Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a severely calcified, severely tortuosity lesion in the distal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. It was reported that the stent dislodged during delivery to the lesion. The dislodged stent was removed via snare. There is no patient injury reported.

Manufacturer narrative:
The inflation device remained on neutral pressure during delivery of the device. A lot of resistance was noted advancing the device to the lesion. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.